Event description:
It was reported that the pump exhibited a no disposable alarm and constant beeping. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI and PMA/510k were unknown. No product information has been received to date. Operator of device was unknown. No information has been received to date.